Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level ranged from 140 to the 300's (mg/dl). The customer administered a manual injection and delivered a correction bolus from an alternate pump. Reportedly, the customer was able to clear the alarm and resume insulin delivery.